Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation (detailed as follows): analysis found the distal tip broke off, and the portion that became detached measured 0.62¿. The spiral wrap was twisted in on itself which ultimately resulted in the breakage. The damage is consistent with a break occurring while turning in a clockwise direction with excess torsional load. At the distal end near the break point there was some gouging of the inside diameter of the outer tube and the corresponding outside diameter of the inner assembly. The distal end of the suction was compacted with material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the tip of a 70 degree hi speed diamond bur was "broken" intraoperatively. The procedure was successfully completed without delay, using a replacement device. This is the only information provided and there was also no report of patient impact or injury as a result of this event.